Manufacturer narrative:
The product is available, but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
When the doctor tried to reposition the stent, he pulled the stent back into the 6fr brite tip sheath and the stent was stripped off the balloon. It was retrieved with a gooseneck snare. There was no difficulty removing the stent from the packaging and prepping the device. There were no other device anomalies noted.

Manufacturer narrative:
This event was reported to the FDA twice. Please void this report and reference report # 9610978-2010-00173.